Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings:during investigation, the black box and alarm history show no evidence of ¿cs017¿ alarm. Battery compartment is cracked from threads down to the case seal on the side. Returned battery cap was used. The display screen contrast is dim and reddish. The ¿ez-prime¿ steps were performed correctly, no ¿cs017¿ alarm or any eaw occurred during the investigation. Pump¿s cover was removed, no intermittent condition was found to the printed circuit board. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged a call service 17 alarm occurred during basal delivery. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.